Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a device not detected on bus, even after twice reboot. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not detected on the bus. A field service engineer inspected station and found that all the pockets of 2.2 drawer was not present in application. Reseated all drawer controller connections to resolve the issue. The fse tested the drawer operations in hta (hardware test application) and no issues were observed during the operation. The system functioned as intended after the field service engineer repaired the device.